Event description:
The customer reported they were unable to acquire an eico2 reading. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported they were unable to acquire an etco2 reading. There was no report of negative pt impact. The customer confirmed that replacing the filter line resolved the reported symptom. The device passed op check and was returned to service. As of (B)(6) 2012, there have been no reports from this customer regarding this device.